Event description:
It was reported that the patient was having issues with the mobile power unit (mpu) cord. The mpu would alarm in one specific area when the cord was kinked even when not connected to the patient. Taping was attempted with did not resolve the issue. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) ac power cord causing atypical alarms and no external power alarms when manipulated in a specific area was not confirmed as the reported event was not reproduced during testing of the returned mpu. The returned mpu (serial number: (B)(6)) was evaluated by service depot alongside known working test equipment, and the mpu functioned as intended throughout testing without any issues. The ac power cord and mpu patient cable were replaced with new parts and were forwarded to product performance engineering (ppe) for further analysis. The serviced and tested mpu was returned to the customer site after passing all tests per procedure. Ppe evaluation of the returned ac power cord and mpu patient cable did not reveal any issues, and no atypical alarms were reproduced during testing, including when the power cord and patient cable were manipulated by hand. The electrical integrity of the wires in both the power cord and patient cable were evaluated and no issues were observed. Additional information provided communicated that no log files were available for review. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. D) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. A) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.